Event description:
It was reported that the user experienced a hypoglycemic event with a lowest blood glucose of 60 mg/dl, received an ilet alert for low glucose, and self-treated with six peppermint hard candies; the event did not require outside assistance or medical intervention. Symptoms included weakness consistent with hypoglycemia. Outcomes included transient low glucose that was corrected by oral carbohydrate without further impact. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed the cause of hypoglycemia to be unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.